Event description:
It was reported via phone call that customer received a button error alarm. It was reported that previously customer was hospitalized due to a defective infusion set which auto primed and delivered all insulin that was in the reservoir. Customer was off of insulin therapy for a few years after incident. Customer received button error during bolus. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on down arrow button due to corroded keypad traces. The insulin pump was monitored for 1 day with no unexpected prime anomaly, bolus anomaly or basal anomaly noted during our testing. No motor error alarm noted during bolus and basal delivery or button error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window and cracked reservoir tube lip.